Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not opening. A review of the log file showed system is not booting/power up. Upon functional testing fse identified issue with system software. The fse replaced the ippc, host pc, hard disk and made epx database configuration and all the software were installed also replaced flat detector controller and calibrated the edl and detector and made the necessary settings. After replacing the necessary parts and conducting calibrations and tests, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips.